Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to low blood glucose (bg). Reportedly, customer inadvertently delivered an 8 unit bolus during the night. Customer immediately consumed juice and went to the emergency room. Upon arriving at emergency room, customer¿s bg was 194 mg/dl. Bg was treated with intravenous fluids and carbohydrates. Reportedly, customer left the ER a couple hours later in stable condition (bg low 200's mg/dl).